Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate therapy for svt. Programming changes were made to device. Patient will continue to be monitored.